Event description:
It was reported that an unspecified impedance problem noted on the right atrial (ra) and right ventricular (rv) leads. The rv and ra leads were capped and replaced. The patient was stable before during and after procedure.